Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Received a lens implant card for a 13.2mm micl 13.2 implantable collamer lens. The facility had written on the card "defect/tear in trailing haptic (noted after implantation). The device was not implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the surgeon stated the trailing haptic tore during the loading process but was not noted until the lens was in the eye. The lens was removed during the same surgery, with no patient injury. The backup lens was implanted. The lens was discarded.